Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient underwent anterior lumbar interbody fusion surgery in which rh-bmp2/acs was used. Pre-operatively, imaging studies showed significant degenerative changes at l5-s1. As per op-notes,¿ performed the anterior annulotomy. I cleaned out the disk space using curettes, kerrison rongeurs, and pituitary rongeurs. We then sized up to a medium 12 cage with 6 degrees of lordosis on the superior end-plate, 3 degrees of lordosis in inferior endplate. We had an excellent fit and height increase with the 12 cage. We put in 3 pieces of bmp to avoid over-filling the disk space with bmp. We then debated whether to put on the anterior plate, and we felt that the fit with the cage was so good that it would be unnecessary to prolong the case with putting in the anterior plate.¿ the patient tolerated the procedure well without any intraoperative complications.